Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, before the lead was sutured exhibited low impedance, loss of capture and sensing. The physician elected to leave the lead implanted and program the device to rv pacing and continue to monitor the patient via merlin.net. The patient was in stable condition post surgery.